Manufacturer narrative:
Complaints associated with a cardiosave safety disk replacement message are related to the protective measure that notifies users when the safety disk replacement date is due per the pm schedule. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with a cardiosave safety disk replacement message, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Manufacturer narrative:
Due to character limit iin the e1 section: the full event site name is (B)(4).hospital. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed safety disk replacement due message. This was identified prior to use. There was no patient involvement and no indication of actual or potential harm or death.